Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the severely tortuous and calcified middle left anterior descending artery. The physician advanced a 12mmx2.75mm quantum maverick balloon to dilate the lesion four times. The quantum maverick balloon was inflated a fifth time to postdilate the lesion and it ruptured. The procedure was completed with this quantum maverick balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).